Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit had a very small leak from the hansen connectors. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) followed up with the customer to schedule the repair. The customer is using a third party for preventive maintenance (pm) and repairs. The service repair order was cancelled since the manufacturer would have to perform a full pm on the unit. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.